Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving sufentanil (2000 mcg/ml at 819.4 mcg/day), clonidine (1100 mcg/ml at 450.7 mcg/day), and bupivacaine (22 mg/ml at 9.014 mg/day) via an implanted pump. The patient¿s ptm (personal therapy manager) settings were ¿dose: sufentanil: 294.8 mcg/day; duration: 9 minutes; lockout duration: 10 minutes; maximum activations 15/day; dose restriction interval 5/(1hr)¿. It was reported that the patient was found at home unresponsive with an altered mental state and was taken to the ed (emergency department) where he was diagnosed with sepsis. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. They were unsure if the condition was related to the patient¿s pump therapy. The pump was read, and the pump logs confirmed no issues/stalls with the pump. The patient was treated for the sepsis at the hospital. No surgical intervention occurred, and none was planned. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.